Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one (1) shock due to farfield and t-wave oversensing. Technical services (ts) reviewed the data and confirmed oversensing of atrial activity. Ts recommended doing a chest radiography (cxr) to confirm proper lead position and refer to cardiology for reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Additional information confirmed that the root cause of oversensing was lead dislodgement, and at this time the corrective action was to explant and replace this rv lead. This ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) with a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one (1) shock due to farfield and t-wave oversensing. Technical services (ts) reviewed the data and confirmed oversensing of atrial activity. Ts recommended doing a chest radiography (cxr) to confirm proper lead position and refer to cardiology for reprogramming options. This ICD system remains in service. No additional adverse patient effects were reported.